Event description:
The customer reported image failure and that the images were textured on the system. This could cause the system to become unusable due to poor image quality. There is no report of injury or death associated with the event described in this document.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.